Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The distal conductor was fractured at 20 centimeters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dizziness and near syncope. A lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). There were jumps in pacing impedance to high/undefined measurements. Lead noise and oversensing were observed during pocket manipulation, and the oversensing caused inhibition of ventricular pacing. A low voltage fracture of the rv lead was confirmed. The lead was reprogrammed, and later, explanted and replaced. No further patient complications have been reported as a result of this event.